Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The isr mid lad lesion could not be crossed with the device, and the stent got damaged. Another orsiro was deployed.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. However, dried contrast medium residue was observed in the inflation lumen up to the proximal balloon weld, indicating the application of negative pressure prior to reaching the target lesion. The stent is slightly bent over its entire length but shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.